Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Pinched lip [lip injury], brush began running irregularly and it pinched lip - oral-b precision clean brushhead [injury associated with device], brush began running irregularly, brush is so wobbly and it doesn't turn evenly - oral-b precision clean brushhead [device physical property issue], brush head came off in mouth, came out of its anchoring, broken brush - oral-b precision clean brushhead [device breakage]. Case description: report source: spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that after approximately 2-3 weeks of using the first brush head from a 7+1 pack of oral-b power oral care refills precision clean, the brush head began running irregularly and pinched her lip while brushing several times. She reported it kept getting worse until suddenly it came out of its anchoring in the middle of brushing. She took a new brush head from the pack, and after approximately 3 weeks her lip was again pinched during brushing. She reported she brushed her teeth again and noted the brush was wobbly and it not turn evenly, and then the brush head came off in her mouth. The outcome of pinched lip was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported she kept the brush that died yesterday, but she threw the other brush out when it died. No further information was provided. On (B)(6) 2018 consumer follow-up via e-mail: the consumer described the brush as broken. No further information was provided.

Event description:
Pinched lip [lip injury] brush began running irregularly and it pinched lip - oral-b precision clean brushhead [injury associated with device] brush began running irregularly, brush is so wobbly and it doesn't turn evenly - oral-b precision clean brushhead [device physical property issue] brush head came off in mouth, came out of its anchoring, broken brush - oral-b precision clean brushhead [device breakage] product counterfeit [product counterfeit] case description: report source: spontaneous. A female consumer of unspecified age reported via e-mail on 19-dec-2017 that after approximately 2-3 weeks of using the first brush head from a 7+1 pack of oral-b power oral care refills precision clean, the brush head began running irregularly and pinched her lip while brushing several times. She reported it kept getting worse until suddenly it came out of its anchoring in the middle of brushing. She took a new brush head from the pack, and after approximately 3 weeks her lip was again pinched during brushing. She reported she brushed her teeth again and noted the brush was wobbly and it not turn evenly, and then the brush head came off in her mouth. The outcome of pinched lip was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 20-dec-2017 consumer follow-up via e-mail: the consumer reported she kept the brush that died yesterday, but she threw the other brush out when it died. No further information was provided. 09-jan-2018 consumer follow-up via e-mail: the consumer described the brush as broken. No further information was provided.

Manufacturer narrative:
05-feb-2018 product investigation results: reporter returned toothbrush head on (B)(6) 2018. Toothbrush head confirmed to be counterfeit.